Manufacturer narrative:
(B)(6), the device is available to be returned for analysis, however it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the customer removed the balloon for the procedure, they found that the stent had been detached from the balloon in the tray. Only the balloon was used to dilate the lesion and complete the procedure. There was no patient injury. The intended procedure was stent implantation for renal artery stenosis. For the procedure, a 5x50mm palmaz blue on aviator was opened. There were no damages or anomalies noted to the device or packaging prior to use. The stent was mounted in the correct position on the balloon and did not look loosely crimped. The device was prepped and handled according to IFU instructions. The device was removed from the packaging and was directly inserted into the patient. However, they could not find the stent on the balloon. It was later found that the stent was in the product packaging; therefore, it had dislodged from the balloon during removal from the packaging. No unusual force was used in order to remove the device; the stent was not caught on something during prep. The user only used the balloon to expand the lesion and completed the operation. There was no patient injury.

Manufacturer narrative:
The product was received for analysis. Complaint conclusion: when the customer removed the balloon for the procedure, they found that the stent had been detached from the balloon in the tray. Only the balloon was used to dilate the lesion and complete the procedure. There was no patient injury. The intended procedure was stent implantation for renal artery stenosis. For the procedure, a 5x50mm palmaz blue on aviator was opened. There were no damages or anomalies noted to the device or packaging prior to use. The stent was mounted in the correct position on the balloon and did not look loosely crimped. The device was prepped and handled according to the IFU (instructions for use). The device was removed from the packaging and was directly inserted into the patient. However, they could not find the stent on the balloon. It was later found that the stent was in the product packaging; therefore, it had dislodged from the balloon during removal from the packaging. No unusual force was used in order to remove the device; the stent was not caught on something during prep. The user only used the balloon to expand the lesion and completed the operation. There was no patient injury. The product was returned for analysis. One non-sterile unit of an aviator plus balloon catheter was returned for analysis. Per visual analysis, the balloon appeared to have been partly inflated. No original mounting tray or packaging was returned. The corresponding palmaz blue stent was not returned for analysis. Per microscopic analysis stent crimp marks were observed on the balloon. No anomalies found. A device history record (DHR) review of lot 17099723 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-dislodged - (peripheral)¿ could not be confirmed as the original mounting tray, packaging and the corresponding palmaz blue stent were not returned for analysis. The exact cause therefore could not be conclusively determined. Analysis results show that the stent was placed on the balloon in the correct position by the presence of stent crimp marks on balloon. Handling factors when removing the device may have contributed to the reported event as the device was deemed to be intact prior to use by the user. According to the IFU ¿do not use if the inner package is opened or damaged. Prior to stenting, the palmaz blue .018¿ peripheral stent system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.